Manufacturer narrative:
The product was returned and the reported event was unconfirmed following visual evaluation. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed the reported event. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The reported event could not be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. Additionally, the potential causes are not applicable to this investigation since malfunction did not occur and the reported event was unconfirmed following visual evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Additional 510(k) number is k101880.

Event description:
Doctor reports that too much torque placed on implant when seating, creating possible microfractures. The tsvt6b10 implant in #30 was removed, to be replaced with a new implant.